Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to inspect the o-ring and pneumatic tap area, clean it, and follow the on-screen instructions to complete the load process, but the issue persisted even after trying a second cartridge. Consequently, it was decided to replace the pump, which was under warranty. The customer was advised to use multiple daily injections as a backup therapy and instructed on returning the faulty pump using a pre-paid label within 10 days.